Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5093756) that a female of unknown age who underwent breast prosthesis implantation surgery with two unspecified mentor gel implants, suffered bilateral breast implant ruptures, post-operatively. The ruptures were diagnosed via mammography and ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On june 5, 2020, mentor became aware that the correct date of implantation was (B)(6) 1991. After secondary review of this file performed on june 17, 2020, it was decided to add patient code 3191 (no code available) for generalized illness and conclusion code (cause not established), to more accurately capture the reported event: "women are sick like me." Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.